Manufacturer narrative:
The malfunction was duplicated. Evaluation of the device found that the language softwire was not installed. The language software was reinstalled to resolve the malfunction. The device was recertified and returned to zoll stock. The customer rec'd a relacement.

Event description:
Complainant alleged that during biomed testing the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.